Event description:
Current pump experienced difficulties charging. There was no reported impact to the customer's blood glucose level. Customer was out of warranty and in the process of renewal, and a new pump was expected to be shipped out today.